Event description:
It was reported that a large volume infusor had a detached coil cap. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 28, 2014 - july 29, 2014. The device was received for evaluation. Visual inspection noted the red coil cap had separated from the housing. The reported condition was verified. The assignable cause was determined to be due to malformed housing. A CAPA currently exists to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.